Event description:
It was reported to philips that the device experienced a pads/paddles failure during operational testing. It was noted by the customer biomed that they had used three different test loads and therapy cables in an attempt to troubleshoot the issue but the failure remained. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 14-feb-2020. Upon evaluation of the device by an authorized bench technician, the reported issue was confirmed and the cause was traced to a faulty power pca. The power pca was sent to the failure analysis lab for further evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. Troubleshooting was performed, starting with the circuit that failed during the opcheck. The problem was identified as resistor r129, which is part of the pads input protection circuit, being open circuit. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the power pca. The power pca was replaced and the device passed all performance assurance testing. Following the repair, the device was deemed fit for use and the unit was returned to the customer to be placed back into service. After further evaluation from the failure analysis lab, the reported allegation pads / paddles op check failure, was verified during lab tests. Resistor r129 was found to be in an open circuit state, which resulted in the op-check failure. The resistor was replaced with a known good one, and the device passed all related tests and operated as normal. The problem with this power pca was an open r129 resistor. Data generated by this investigation will be logged for trending analysis.

Manufacturer narrative:
Report originally submitted with cfn# (B)(4). The correct cfn# is (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads/paddles failure during operational testing. There was no patient involvement.